Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found a pin from the bending section skeleton protruding (sticking out) through the bending section cover in proximity to the insertion tube. Further inspection noted the presence of non-olympus parts and repairs which include the bending section cover, bending section cover glue (chipped), insertion tube and adhesive on the eyepiece screw holes. The bending section cover was not removed due to the presence of non-olympus parts/repairs. Although the bending section cover was not removed, it was verified that there are no sharp edges on the part of the bending section that is protruding through. A review of the instrument revealed that the device was last returned for service on december 26th 2018 and found the bending section skeleton broken; however, the device was return unrepaired. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. ¿do not twist or bend the bending section with your hands. Equipment damage may result.

Event description:
Olympus was informed that during a diagnostic urology procedure, the scope¿s bending section broke. There was no bleeding observed. The intended procedure was completed with the same device. The patient was discharged home in good condition. Additionally, the user facility reported that the scope was inspected post procedure by the reprocessing technician with no visual deformation noted on the bending section of the scope.